Event description:
A report was received that the patient was getting shocking sensations throughout the spine. An x-ray was taken and the physician feels that the leads are fractured. The physician recommended a revision. The patient indicated that at this time the revision will no be possible due to non-device related issue.

Event description:
A report was received that the patient was getting shocking sensations throughout the spine. An x-ray was taken and the physician feels that the leads are fractured. The physician recommended a revision. The patient indicated that at this time the revision will no be possible due to non-device related issue.

Manufacturer narrative:
Visual inspection of the lead (s/n (B)(4)) revealed all cables were severed. The complaint the patient was experiencing sharp shocking sensations could not be confirmed as the associated ipg was not returned. A review of the manufacturing documentation of the ipg and leads found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional information indicates that the patient underwent a lead replacement procedure. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial: (B)(4), description:linear st lead, 70cm, model: sc-1110-02, serial: (B)(4), description: precision implantable pulse generator (ipg). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was getting shocking sensations throughout the spine. An x-ray was taken and the physician feels that the leads are fractured. The physician recommended a revision. The patient indicated that at this time, the revision will no be possible due to non-device related issue.